Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a stage 2 revision for an infection. The surgeon removed the antibiotic spacer and revised the knee to an exprt knee.